Event description:
It was reported to philips the device defib test failed. The customer biomed contacted the philips response center. The philips remote service engineer (rse) advised the biomed to replace the capacitor to resolve the issue. The customer later confirmed via email with the rse that replacing the capacitor resolved the issue. The device remains with the customer.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips the device's defibrillation test failed. There was no patient involvement.